Manufacturer narrative:
The customer stated that after inspection of the device on the same day, the video connector tended to be sluggish. The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were as follows: the video connector was rattling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the color bars are displayed, and the image was not displayed on the visera 4k uhd camera control unit. The issue occurred during the intended therapeutic video-assisted thoracoscopic surgery (vats). The procedure was completed with another similar device. There was no delay or patient impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to failure of the camera head or poor contact between the electric contact points of the camera head. Olympus will continue to monitor field performance for this device.